Event description:
A peritoneal dialysis pt called fresenius tech support asking how to bypass drain 0. The pt thinks he is empty and that he may have absorbed due to peritonitis.

Manufacturer narrative:
A product investigation was performed on this device. The device was not returned for failure analysis. A device history record review was performed. There were no unexpected variances, adjustments, or comments noted in the device records. A review of the service records for this device does not show any other service calls for this issue. A review was performed by the post market clinical department. Per the pharmacovigilance associate medical director, there is no info to suspect a relationship between the device and the event. There is no contact between dialysis solution and the cycler which would cause an infection. There was no report of a fluid leak. The most common cause of peritonitis is touch contamination. Per the peritoneal dialysis nurse, the cause of the event was touch contamination. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.